Event description:
The hospital reported that during service/test (customer) an endoscopic vein harvesting procedure. T.w. Power supply s/n h17040002g did not turn on or show any ability to engage power. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review/serial number review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The power supply device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. Power setting knob was detached. The detached knob was not returned back. No sign of cracks were observed. The device was evaluated for its electrical function. The device was connected to a power cord and the power switch was turned to the "on" position. The device energized. The green indicator light illuminate and the device provided energy to a reference hemopro 2 device and extension cable. Based on the results of the investigation, the reported failure mode ¿failure to deliver energy¿ was not confirmed but confirmed for analyzed failure "component missing; knob".

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during service/test (customer) an endoscopic vein harvesting procedure. T.w. Power supply s/n (B)(4) did not turn on or show any ability to engage power. A replacement device was used to complete the procedure. No patient involvement.